Event description:
The salute fixation device is intended for fixaation of prosthetic material. The device deployed malformed constructs and then a straight wire deployment. The sales rep thought that a small piece of wire lodged behind the forming island from the last deployment of the previous disposable implant cartridge. Resulting the next deployment from a new cartridge, deflecting off the wire and deploying straight. The surgeon removed the incomplete constructs, and there was no adverse effect to the pt.